Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. A review of the log file contained data spanning approximately 6 days (17feb2024 ¿ 22feb2024 per timestamp). On 21feb2024 at 21:26:05 and 21:27:10 ¿ 21:27:11, while connected to the mobile power unit (mpu), power cable disconnect, low battery hazard, and no external power alarms activated due to losses of alternating current (ac) power. The alarms resolved shortly after activating due to external power being restored to the mpu. The backup battery was able to provide support to the system during both losses of power. Pump operation was not affected. The heartmate mobile power unit (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate ii patient handbook section 6 ¿caring for the equipment¿ and heartmate ii instructions for use section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the event log files captured no external power alarms and other associated alarm types on (B)(6) 2024 at 9:26 pm while tethered to the mobile power unit (mpu). There were no other unusual events captured. Related manufacturer reference number: 2916596-2024-01251 (heartmate ii pump).